Event description:
It was reported that the programmer was in an unresponsive state and was locked up after a patient session. It was also reported that some reports were lost in the print queue. The caller attempted pressing the wifi button, but the programmer would not turn off. The programmer was unplugged, the battery was removed, then the battery was put back in and the programmer powered up correctly. The programmer remains in use, and there were no patient complications reported.